Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited various episodes of inappropriate shocks due to noise and oversensing on the right ventricular channel. No other information was provided. This device went out of service approximately eight years after implanting due to the patient passing away due to unrelated reasons. No adverse patient effects were reported.